Event description:
The user facility reported the table articulated uncommanded during a patient procedure. No injuries or procedural delays/cancellations were reported other than the brief time it took to reposition the table during the reported movements.

Manufacturer narrative:
The facility stated that the table was in the level position with a (B)(6) patient on the table when the leg section articulated uncommanded down to a 45 degree angle. The staff then activated the hand control "leg up" function and the leg section rose back to the desired level position. Following the return of the leg section to level, the back section of the table reportedly articulated uncommanded upwards approximately 10 inches. The staff activated the hand control "back down" function and the back was returned to the desired level position. The table remained level throughout the remainder of the case with no further movements reported. The case was completed successfully and the table was taken out of use. The table was installed in august of 1994 and is maintained by the facility's biomed department. The table had a pm completed in (B)(6) 2013 at which time the control batteries were replaced and the mechanical integrity and functionality were verified. A steris service technician arrived at the facility, evaluated the table and was unable to duplicate the reported uncommanded movement. The technician verified all articulations and functions during his evaluation. Due to the age of the table, 19 years old, the technician proactively replaced the hand control, override switch board assembly, toggle boot covers and table control board. The unit was tested, confirmed to be operating to specification and returned to the customer. The customer has retained control of the replaced components. No further issues have been reported.